Event description:
Related manufacturer reference number: 2017865-2022-41188. It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited low impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of low lead impedance was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Visual inspection found compressed / damaged outer coil at the proximal region consistent with over tighten suture. Electrical testing found shorts between conductors due to damage inner insulation consistent with overtighten suture. Dissection of the lead found the inner insulation was damaged at the suture tie region. The cause of the reported event was due to damaged inner insulation cause by overtighten suture consistent with procedural damage.